Event description:
Device data was transmitted and the information received on the remote transmission was reviewed by qualified personnel. The patient received shocks for ventricular dysrhythmias and the therapies appeared to be appropriate. Atrial undersensing was noted during the dysrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2008; 6947, implantable tachy lead, (B)(6) 2008. (B)(4).